Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls and adjustments were acceptable. The cause of the discordant, falsely elevated ipth result on one patient sample is unknown.

Event description:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). The patient received treatment due to the falsely elevated ipth result. The sample was repeated on an alternate platform, resulting lower. It is unknown if the corrected result from the alternate platform was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated ipth result.

Manufacturer narrative:
(B)(4).corrected information (01/26/2016): in the initial MDR 2247117-2016-00001, it was stated that the patient received treatment due to the falsely elevated ipth result. Based on the new information received, the patient did not receive any treatment due to the falsely elevated ipth result.

Event description:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate platform, resulting lower. The corrected result from the alternate platform was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated ipth result.

Manufacturer narrative:
Additional information (02/16/2016): a siemens headquarters support center (hsc) specialist reviewed the patient data and could not determine the cause of the discordant result. Quality controls and adjustments on the day of testing were acceptable. The cause of the discordant, falsely elevated ipth result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required